Manufacturer narrative:
Other, other text: additional information provided in b5, h6, and h10. While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death,injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0189518 is no longer considered reportable, an MDR report will be filed to retract any reports associated with it.

Event description:
Additional information was received that the reported product fault did not occur while in use with the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was not powering off and alarming; the screen has a green line across it. No patient injury reported.